Event description:
It was reported that this patient has received multiple inappropriate shocks due to oversensing of signal amplitudes. No reprogramming has been performed at this time. No additional adverse events were reported. Multiple inappropriate shocks is considered a device malfunction. No adverse events.